Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the event. The patient was moved to another room to complete the procedure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The reported problem had occurred before the case started. A field service engineer (fse) visited onsite and found unable to perform fluoroscopy. After reviewing log file, fse found exposure not possible. Upon troubleshooting fse found the communication boxes not working. The cause of the ethernet switch failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the ethernet switch on r cabinet, reload software. After replacement of ethernet switch, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There is a malfunction of the handle which enables the manual movement. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. There is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.